Event description:
It was reported that during post ICD implant follow up, high atrial impedance was observed. When the lead was tested with an analyzer and with a new device, impedance measurements were normal. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high pacing lead impedance was confirmed. X-ray analysis identified a broken atrial-tip wire as the cause of the high impedance.